Manufacturer narrative:
A ge service rep performed an on site investigation. The x-ray control pedal was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system would not perform fluoroscopy. This resulted a total loss of imaging functionality. This could result in the delay or cancellation of a procedure. There is no report of injury or death associated with this event.